Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The reporter occupation details is not available kept blank.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure and unable to close. Customer stated that the users were unable to remove the medications and delaying patient care. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Section h6: updated - component code to reflect the resolution of complaint investigation. Section h11: updated - upon investigation of the actual device used in this incident, it was determined that the drawer was not closed. A field service engineer replaced the drawer to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.